Manufacturer narrative:
Contact office address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cysto/bladder irrigation set had air bubbles. The process step when this occurred was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.